Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on september 19, 2025. Upon further investigation of the reported event, the following information is new and/or changed: d9 (device availability - added date returned to manufacturer). G3 (date received by manufacturer). G6 (indication that this is a follow-up report). H2 (follow-up due to additional information). H3 (evaluation is in progress, but not yet concluded). A second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the patient reacted strongly to the foreign surface. As per the user facility, the heart-lung machine (hlm) and oxygenator were filled and prepared as usual. During the surgery, the patient was connected to the machine heart lung machine in the standard manner. Immediately after starting the bypass, the patient reacted strongly to the foreign surface. For several minutes, there were issues with the patient's blood pressure. The pressure gradient in the oxygenator also increased in parallel. An interdisciplinary team (surgeon, anesthesiologist, and perfusionist) decided on the following procedure. The patient was given a high dose of cortisone. At the same time, the bypass was interrupted, and the patient was taken off the machine again. The oxygenator was changed from fx15rw30c to fx25rwc at 11:08:30; continuation at 11:08:50 according to the perfusion protocol, calmly and without time pressure. The bypass was then restarted with the fx25rwc oxygenator. No health consequences or impact. Product was changed out. There was an unknown amount of delay. Procedure completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: d10 (added concomitant medical products and therapy dates - detail of product and date) g3 (date received by manufacturer) g6 (indication that this is a follow-up report) h2 (follow-up due to additional information and device evaluation) h3 (device evaluated by manufacturer). H6 (identification of evaluation codes 10, 3331, 213, 67). The returned sample was inspected upon receipt with no physical anomalies were noted. After being rinsed, and dried, the pressure loss, with bovine blood, was measured according to the product inspection procedure. It met the factory specifications, and it was confirmed that a maximum flow rate of 5 l/min could be obtained. After circulation was finished, saline solution was flowed through the unit, no thrombus formation was noted. The pump record was reviewed and it was confirmed that immediately upon bypass there were issues with decreasing blood flow and increasing pressure differentials across the oxygenator membrane. No anomalies during testing were noted; therefore, a root cause was unable to be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
Additional information from the clinical specialist based on the pump record received states that it was confirmed that immediately upon bypass there were issues with decreasing blood flow and increasing pressure differentials across the oxygenator membrane.